Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 246 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The customer could not continue troubleshooting at the time of the call, and stated that he would be having his mother call back. Nothing further was reported.